Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously elevated thyroid stimulating hormone (tsh) result for one patient generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory. The sample was repeated and lower results within the normal reference range were obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
The tsh sample was collected off-site in a red top serum tube without a gel separator. The customer centrifuged the samples on the automation line. All three levels of tsh qc were within the customer's established ranges pre and post the event. On (B)(4) 2010, the customer performed routine system check which passed within instrument specifications. Per customer, all additional qc precision tests were within acceptable ranges. A bci field service engineer (fse) performed verification testing and no issues were noted. Fse did not note any hardware issues with the instrument. A clear root cause can be determined for this event.